Manufacturer narrative:
Catheter model 8709sc; serial # (B)(4); implant date: (B)(6) 2011; explant date: na; patient therapy manager (ptm) model 8835; serial # (B)(4); physician programmer model 8840, serial # unk.

Event description:
The patient came to the clinic for a dosing change. The nurse was having trouble obtaining telemetry. The patient was recently implanted, there was some swelling, and she was attempting telemetry while the patient was sitting in a wheelchair. She then had the patient lay down on a gurney and in the process had turned the programmer off accidently. Upon reinterrogation the pump was stopped. The nurse was reprogramming the pump to restart the infusion. The pump was delivering lioresal.

Event description:
Additional information: it was later reported the cause of the event was due to a flipped pump. The patient experienced no symptoms "except change in feeling at pump site". A revision surgery was performed. The patient outcome was reported as non-serious lioresal 500mcg/ml was infused at a daily dose of 50mcg.